Event description:
This rv lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2011 due to threshold went from 0.6v at 0.5ms to 2.0 at 1.0ms. Impedance went from 670 ohms to 290 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).